Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An abre stent was implanted in a patients left proximal iliac vein under ivus guidance. No calcification, tortuosity reported. May turner syndrome was reported in relation to anatomy. No embolic protection used. 10f sheath was used. The device did not pass through a previously-deployed stent. The lesion was pre-dilated. No damage noted to packaging. No issues noted when removing the device from the hoop/tray. No resistance encountered when advancing the device. No excessive force used. The device was prepped per the IFU. Venography was performed which showed stenosis of lt. Renal & lt. Common iliac vein. Due to the patients small weight (44 kg with 164 cm height), it was decided to use a smaller than usual stent: abre 12x120. The procedure performed without any complication. The patient treated by s.c. Enoxaparin 40 mg x 2/d for 4 weeks following stenting. There was a partial improvement of pelvic pain following the procedure. Duplex follow-up examination 3.5 weeks post implant showed open stent in the pelvis. The procedure was completed successfully with a stable follow up until approximately 6 months post procedure. It is reported stent migration to ivc most probably occurred approximately 6months following implant, based on patient complaint. The patient started to feel pain in their right leg especially during prolonged sitting and more severe at the end of the day. The pain starts at lower spine and propagates to the right leg and lower pelvis. No edema at lower extremities was found on physical examination and no dvt on venous duplex of her legs. CT venography showed migration of the stent to ivc and small thrombi near internal wall of the stent.

Manufacturer narrative:
Image analysis image analysis: left common iliac vein stent patent with minimal in-stent thrombus in distal common iliac vein. Stent extends into ivc - extends across right common iliac vein orifice and into ivc. Well opposed to ivc wall. Right external, internal, and common iliac veins all patent. Ivc patent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.